Event description:
It was reported that the patient underwent a hernia repair on (B)(6) 2014 and mesh was implanted. On (B)(6) 2015, the patient experienced possible recurrence. It was reported that CT scan has been requested. The mesh remains implanted. Additional information has been requested.

Manufacturer narrative:
Additional narrative: the procedure performed was for a midabdominal recurrent hernia. The symptoms of an abdominal wall bulge was first documented (B)(6) 2015. The bulge was not present on (B)(6) 2015. Act of the abdomen showed a large recurrence with a new hernia sac containing bowel loops. The patient has had no intervention and has not undergone a reoperation, but the patient is scheduled for another repair late in the year. The surgeon opined that the patient¿s high bmi and because the patient may have needed a posterior component separation at the time contributed to the event. The patient also had pockets of pus at the sheath found at the time of surgery.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).